Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, and fluid accumulations around the hip. The acetabular cup involved is believed to have been originally implanted on (B)(6) 2008, and remaining hip replacement implants were implanted on (B)(6) 2008.

Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).